Event description:
It was reported that during a lobectomy procedure, the device would not release after the first firing. The device was able to be released after a few tries. There was no adverse consequence to the patient.

Manufacturer narrative:
Evaluation summary: one device was returned in the closed position, with no visual non-conformances and no cartridge loaded. No functional test could be performed as the firing and clamping mechanisms were noted to be damaged; the device was disassembled to verify the condition of the internal components and the release button was noted to be biased to the right not allowing the device to properly open; in addition, the pawl pin was found to be unflared; no other anomalies were noted.